Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump did not deliver all of the requested boluses. The customer declined to provide any details and declined to perform troubleshooting with tandem technical support. There was no reported impact to blood glucose level.